Manufacturer narrative:
It was reported that the patient was treated for a renal calculus measuring approximately 14mm in size. 3500 shockwaves were administered to the calculus; the energy was gradually ramped up to a maximum level of 7.5, and rate of delvery was 120 shockwaves per minute. The unit was tested the following day and met the manufacturer's specifications. Hematomas are a known side effect of lithotripsy, which is addressed in our IFU.

Event description:
Allegedly, following a lithotripsy procedure, the patient presented with a hematoma the following day as was admitted to the hospital. We have been unable to obtain any further details about this event or patient condition.